Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a peg placement procedure in 2009. According to the complainant, during the procedure, the wire would not pass through the peg. Another endovive safety peg kit push method was used to complete the procedure with no further complications. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.